Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The lot was release to the warehouse on 25-sep-2006 the work order was issued on 03-jul-2006 for ((B)(4)). The review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. There were no nonconformances generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection of field equipment on (B)(6) 2016, it was discovered that two self-retaining screwdrivers were not retaining well. The devices were warped/stripped (not torn). There was no patient involvement. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned instruments were examined and the distal tips of both devices were found to be well-defined and without significant malformation which would inhibit functionality. The returned drivers are not intended to be self-retaining; as such the complaint is unconfirmed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, device history review, drawing review, occurrence rate calculation and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. The stardrive screwdriver shaft t25/6mm hex coupling ¿ long is noted in three system technique guides: pangea degenerative, cannulated pangea and antegra. In each system the driver shaft is one option for screw insertion and removal. The driver is not intended to be self-retaining as multiple retaining sleeves are available in the pangea system. The returned drivers were examined and both drive tips were found to be in good condition without identifiable defect or deficiency; the lobes were found to be well-defined and without damage. The drivers were tested with a known good matrix polyaxial screw (04.606.665 lot 6605058) which features a t25 drive recess. In each instance the drivers were able to interact with the screw as intended. The complaint is unconfirmed. Relevant drawings for the returned instruments were reviewed (both from the time of manufacture and present revision): top-level and tip profile. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and no material review reports, non-conformance reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. No root cause was able to be determined as the device was found to function as intended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.